Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose was 272 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The b button on the insulin pump was unresponsive due to moisture damage on keypad trace. The device had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window, cracked corner on the display window, cracked reservoir tube window, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.